Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The monitor was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the surgeon monitor was damaged. The only thing the screen displayed was red and green vertical lines on the screen.

Manufacturer narrative:
The monitor was returned to the manufacturer. Functional testing found that the component had cracks in the screen coming from an impact in the bottom left corner of the screen. If information is provided in the future, a supplemental report will be issued.